Event description:
The customer observed higher than expected vitros tropi es results obtained from two patient samples processed on a vitros eciq immunodiagnostic system. Patient 1 tropi es= 0.07 ng/ml versus expected <0.012 ng/ml. Patient 2 tropi es= 0.152 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were not reported from the laboratory as the customer reprocesses any sample with a tropi es result greater than 0.034 ng/ml to confirm the result prior to reporting. There was no allegation of patient harm as a result of the event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from two patient samples processed on a vitros eciq immunodiagnostic system. A definitive assignable cause for the event could not be determined. A vitros tropi es reagent issue cannot be ruled out as potential contributing factor. An ocd field engineer performed service actions to several analyzer subsystems. Following these action, acceptable vitros tropi es precision was observed. In addition, the investigation determined the customer had not processed the patient samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. There was no evidence to suggest that an instrument related issue contributed to the event. The definitive assignable cause for the event is unknown.